Event description:
It was reported that this pacemaker was successfully explanted due to advisory. This product was returned with no reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that fault occurred after the device was explanted, which can be indicative of depleted cell with no battery-related failure. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device was interrogated on programmer and found to be in safety mode. Connected the device to an oscilloscope and a pace pulse was detected. Review of memory noted 3 faults that occurred after the device was explanted. The battery was sent for analysis and the results determined that the battery had a depleted cell with no battery-related failure.

Event description:
It was reported that this pacemaker was successfully explanted due to advisory. This product was returned with no reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue. No adverse patient effects were reported.